Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading at the time of the call was 282 mg/dl. It was stated that the customer also experienced nausea. It was also stated that the infusion set was inserted into scar tissue, therefore, causing high blood glucose due to bad absorption. Nothing further was reported.